Event description:
Pa (physician assistant) was harvesting saphenous vein from bilateral legs when he noticed that the plastic sheath from one of the jaws of the kit (vasoview hemopro 2) used to harvest was missing. Pa found the sheath inside the left lower leg, the piece pulled out seemed to match what was missing on the jaw of the device after exploring the legs for any pieces of plastic.